Manufacturer narrative:
The subject device was not returned for device investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor had a water filter that exceeded the water replacement period. There were no reports of patient involvement.